Manufacturer narrative:
The customer was able to perform multiple cases per specifications with no issues. Therefore, the customer cancelled the service request. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the empty bottle advisory was popped up and gauge on bottle is showing 'reading' so the bottle is not empty. The procedure details and patient harm was not reported. Additional information has been requested.